Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012793833 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, the distal arm pebax tube was observed to be pinched, electrode(s)#1 was observed to be crushed/damaged, the electrode(s)# 1 was observed to be displaced, an inverted array was observed, and a knotted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode detachment was observed. During inspection of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion, the reported inverted and knotted spiral array was observed through testing. The catheter failed the returned product inspection due to a displaced electrode on the spiral array, a pinched distal arm pebax tube of spiral array, a detached electrode wire to electrode, a partially dislodged proximal end of the nitinol wire from the dual lumen, and a crushed/deformed electrode(s) on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter pscc100 pulseselect, the catheter array became inverted and subsequently formed a knot when being withdrawn from the sheath, requiring it to be forced through. The catheter was replaced to resolve the issue. The patient was under general anesthesia, and the case was completed without the need for medical or surgical intervention, hospitalization, or injury. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.